Event description:
The patient called out and indicated the smell of smoke. Staff entered the room and found the ge dash (portable monitor) to be smoking, slowly filling the room with smoke. At this time, the dash made a popping sound, and sparks were noted coming from the dash monitor and smoke started to become heavier. The fire was extinguished while the patient was evacuated.ge is aware of the event. The battery in the monitor was a third-party replacement battery. Of like batteries found in clinical engineering, hosp took several batteries apart and found that some have thermal (overload) protection and some don't. Have contacted the battery vendor for an explanation.